Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician instructed the nurse to backload the left ventricular (lv) lead with a guidewire and the nurse noted it was not possible to insert the guidewire further into the lead. The nurse pushed the wire but it was not possible to introduce the wire further into the lead. The physician suspected the wire became stuck in the inner insulation of the lead and therefore, the guidewire was not able to move and there was insulation damage to the lv lead. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed. The distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal end damaged/ missing tip seal. Visual inspection found the tip seal was stuck inside of the conductor, and that prevents the guidewire insertion during the procedure. If information is provided in the future, a supplemental report will be issued.